Manufacturer narrative:
This report is submitted on may 24, 2024.

Event description:
Per the clinic, the device was explanted (date not reported) and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site. Device analysis report.